Event description:
It was reported that intermittent malfunction alarms occurred. The customer reverted to a backup pump for insulin therapy, and a replacement pump was sent. Customer¿s blood glucose level was 200 mg/dl.